Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of epinephrine and the delivery was started. After approx 15 minutes, the device sounded an audible alarm tone for proximal occlusion. During the alarm condition, the nurse noted the pt's blood pressure decreased to 40/20 mmhg. The tubing set was replaced; however, the device continued to alarm for proximal occlusion. The pt was treated with two to three unspecified doses of epinephrine IV push. Additionally, the pt was given two unspecified doses of morphine "for agitation". The device was removed from clinical service. Approx 7 to 10 minutes after the initial alarm condition, therapy was resumed using a replacement device. The nurse reported, "the pt recovered her blood pressure after IV boluses and re-initiation of epinephrine drip." The pt was subsequently treated with a "10/kg bolus" of normal saline "to maintain adequate perfusion and blood pressure." During testing at the user facility, the device alarmed for proximal occlusion which could not be cleared. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by appropriately alarming for proximal occlusion during an occlusion and clearing when occlusion removed. The pump history was downloaded at the user facility. A review of the history indicates in 2009 at 0453, channel b of the pump was programmed in the basic program to deliver epinephrine, 0.1 mg/ml, dose rate .035 mcg/kg/min, calculated rate of 10/731 ml/hr, vtbi 57.213 ml, a duration of 5 hour 20 minutes, and start infusion occurred. Between 0800 and 0805, the device alarmed 13 times for proximal occlusion, alarms cleared, therapy resumed, cassette ejected 3 times, cassette loaded twice and program was cleared. At 0806, the delivery on channel b resumed. Between 0806 and 0810, the device alarmed proximal occlusion 3 times, cassette ejected 4 times, cassette loaded once, emergency stop alarm, and program cleared. At 0906, the device was powered off.